Event description:
This is a spontaneous report by a nurse from india of peritonitis with afb culture positive and peritonitis with afb culture positive in a (B)(6) year-old female patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis with afb culture positive. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized for peritonitis. On an unreported date, the patient received remedial treatment with fortum (1 gm, bd intravenous). Vancomycin (1 gm, once in 96 hours) and fluconazole (150 mg, once a day). Outcome for the events of peritonitis and peritoneal infection was not reported. It was not reported whether remedial treatment with fortum, vancomycin, and fluconazole was ongoing or stopped. Action taken with dianeal pd2 ultrabag therapy was not reported. It was clarified that the discharge date was not reported. The reporter believed that the events of peritonitis and peritoneal infection were not related to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.